Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer declined any further troubleshooting. Customer's health care professional changed the basal rate, and reportedly blood glucose levels have stabilized.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form wil be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, (B)(6).